Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in australia: "pump not alarming with air in line" according to the customer: "situation: pump showed pumping propofol but blood coming back in central line. Nurse tried to bolus and on screen saying it was being delivered however no medication moving through line. When pump door opened the line was full of air."